Manufacturer narrative:
(B)(4) e1 initial reporter state - (B)(6).

Event description:
It was reported that an unexpected cgm app shut-off occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.